Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The reported event is addressed within the labeling. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: b. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025 the foley catheter was replaced due to poor outflow. On (B)(6) 2025 the catheter was spontaneously removed due to balloon damage. On (B)(6) 2025 the catheter was replaced due to urinary leakage and on (B)(6) 2025 the catheter was spontaneously removed due to balloon damage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025 the foley catheter was replaced due to poor outflow. On (B)(6) 2025 the catheter was spontaneously removed due to balloon damage. On (B)(6) 2025 the catheter was replaced due to urinary leakage and on (B)(6) 2025 the catheter was spontaneously removed due to balloon damage.